Manufacturer narrative:
A service call was made. Adjustments needed to be made to the washer settings, pipettor teaching positions in the loading bays and pipetting stations, and the reader roi settings. The instrument performed as expected, following the adjustments: the specimen was retested following the adjustments and was positive as expected.

Event description:
Customer reported that a sample reacted as negative on the 4_cell assay on galileo, but reacted as positive on the 4_cell assay on another galileo.